Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient was hospitalized for high blood glucose and diabetic ketoacidosis and had battery issue. The customer reported they did not troubleshoot for battery. Patient's blood glucose at time of incident was 340 mg/dl. Patient's current blood glucose was unknown. The customer treated for high blood glucose by blousing with manual injection. The customer was hospitalized on (B)(6), between 8:45-9. The customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The customer also received insulin flow alarm. The customer also had blood glucose of 350mg/dl and then it was 340mg/dl. The customer declined displacement test. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete. The customer also reported current blood glucose was 300mg/dl something. The customer also reported that battery was yellow kept beeping because it wasn¿t on his body. Battery was dead to replace the battery completely. The insulin pump will not be returned for analysis.